Event description:
It was reported that pump did not recognize syringe volume and over delivered. No patient injury was reported.

Manufacturer narrative:
Product return. If the product is retuned smith medical will reopen this complaint for further investigation.